Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 555mg/dl, and a high ketone level. Reportedly, an unspecified malfunction occurred. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 6-8 hours later; however, customer reportedly was in unstable condition (bg 300mg/dl) but declined hospitalization. Customer declined further troubleshooting with tandem technical support.